Event description:
(B)(4).

Manufacturer narrative:
The customer replaced it with the space monitor that they had and return of defective device requested for failure investigation.

Manufacturer narrative:
Device available for evaluation. Device evaluated by manufacturer. Manufacturer narrative: the customer stated that the central monitoring system (cns) monitor went blank. The customer replaced it with the spare monitor that they had and return of defective device requested for failure investigation. The unit was evaluated and the reported problem was duplicated with a known good power supply. The customer was sent an exchange unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.